Event description:
It was reported that during the left ventricular (lv) lead implant, a 0.18 competitor coronary guide wire would not pass through the distal lumen portion of the lead, this was after attempting one positioning in the body that was without issue. The lv lead was removed along with the 0.18 competitor coronary guide wire while a sub selector was introduced. When re-attempting to insert the lv lead and the 0.18 competitor coronary guide wire, the 0.18 competitor coronary guide wire would not move freely within the lead. Everything was cleaned and a new competitor guide wire was opened with the same result. A new lead was opened and had no issues. The lead was returned to the manufacturer and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The tip seal was dislodged. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned without the guidewire. The analyst noted a test 0.014 guidewire was frontloaded into the lead and was not able to pass the distal tip nose of the lead. The tip seal was dislodged in the distal tip nose of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.